Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Additionally, loss of capture was observed. An invasive procedure was performed to replace the lead. It was reported that during the lead replacement there was noise on the intracardiac electrograms. The boston scientific field representative and physician elected to replace the device. There was no noise observed with the new implanted device. There was a concern the setscrew were stripped. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available this report will be updated.